Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to fail the functional test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip clip test was performed and failed. The instrument failed the clip test due to a misaligned grip-tip of the clip (e.g., the instrument passes engagement and is able to retain the clip through engagement but cannot engage the clip). The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation related to the customer reported complaint: the medium-large clip applier instrument was found with one grip bent. The damage was found at the tip of the clip groove, causing a 0.023" offset at the tips. As a result, the clip could not be properly engaged on the grips.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A site history review was performed and found a related complaint under patient identifier (B)(4), in which the customer had a similar issue with a different clip applier instrument.

Event description:
It was reported that during da vinci assisted surgical procedure, the medium-large clip applier could not deploy. The procedure was completed with no reported injury. Intuitive surgical inc.( isi) followed up with the initial reporter and obtained the following additional information: when using the medium-large clip applier with green weck hem-ol-ock clips the clip would not lock into place. An alternative medium-large clip applier was then used, and the clip locked but could not be released from the instrument jaws. The instrument had to be moved and the clip removed gently from the clip appliers with the help of other instruments. The impact on the patient was a small delay to the case ~5/10 minutes and the surgeon used sureform-45 to staple across the vessels. No harm to patient.